Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision knee: (B)(6) hospital (B)(6) 2018 - surgery to revise attune cr mbt to pfc tc3 mbt for osteoporotic periprosthetic fracture of tibia. Surgeon indicated knee was stable and balanced at end of procedure. Surgeon not prepared to share patient details as he felt implant was not responsible for the revision. Jnj representative was present at the case. Unknown jrn: no product code - attune cr mbt - lot unknown.